Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure of the led mounted on the front panel. The exact cause of this failure could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the horizontal bar on the front panel display was not displayed. The user could not confirm the volume indicator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.